Manufacturer narrative:
Analysis found that the cursor position on the programmer screen did not coincide with the stylus position. As a result the bezel assembly was replaced. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for inspection. It was analyzed and tested out of specification. There was no patient involvement.